Event description:
It was reported that an asahi gaia third guide wire was used for a chronic total occlusion (cto) of an unspecified coronary artery, during which the distal segment got detached at approximately 15cm from the wire tip. The wire fragment remained lodged in the lesion. It was informed that surgery was performed as the tip fragment could not be removed by interventional techniques, and the patient died as a result. The physician commented that the patient had to undergo surgery, because of which the patient died. *note: in spite of the attempts made to obtain more detailed information of the reported event for 6 times between feb 3, 2026 and feb 18, 2026, no further information could be obtained from the distributor. *note2: it was informed from the distributor on mar 19, 2026 that the subject guide wire was an asahi gaia third guide wire. It was also informed that the distal radiopaque segment of the guide wire was detached at approximately 15cm from the wire tip.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device had been discarded at the user facility and not returned. Lot history record review: lot history review of the reported gaia could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: the cause of the reported event could not be identified as the affected device was not returned for evaluation. Based on the obtained information and reviewing the known similar events, it was presumed that stress generated with guide wire manipulation might have been locally aplied to the distal segment of the subject gaia guide wire while the distal segment of the guide wire was caught by the cto lesion. Consequently, the subject segment was fractured and detached. Although it was concluded that the reported event was not attributed the product quality, it was concluded that the event needed to be reported as the surgery was considered an additional treatment and therefore a health hazard, and the final outcome was patient death, CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. ~ always advance and withdraw the guide wire slowly. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire. ~ death.

Event description:
It was reported that an asahi gaia guide wire was used for a chronic total occlusion (cto) of an unspecified coronary artery, during which the distal segment of the guide wire got fractured. The wire fragment remained lodged in the lesion. It was informed that surgery was performed as the tip fragment could not be removed by interventional techniques, and the patient died as a result. The physician commented that the patient had to undergo surgery, because of which the patient died. *note: in spite of the attempts made to obtain more detailed information of the reported event for 6 times between feb 3, 2026 and feb 18, 2026, no further information could be obtained from the distributor.